Manufacturer narrative:
H3. Product analysis product ID # 84332408; lot no. # tm0131939. Visual and optical inspection confirmed the nose and threads of the cage have been damaged. The damage appears to be from excessive force placed on the cage during implant placement procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for spondylolisthesis. It was reported that, poor adhesion of the inserter and the cage. The procedure or technique performed was posterior  lumbar interbody fusion and the levels implanted were l5/s. No time delay in procedure reported as a result. There were no patient symptoms reported. No additional treatment or surgery performed. No further complications reported regarding the event. The reported product was potentially a out of box failure item. There was no allegation/malfunction associated with inserter involved. There was contact with patient body and collected, not used to the patient.